Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a13.2mm, vicm5_13.2, -10.00 diopter, implantable collmer lens was implanted into the patients left eye (od) on (B)(6) 2018. On (B)(6) 2019 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Event description: "left eye (od)" should be corrected to "left eye (os)" in the initial MDR. Claim#: (B)(4).